Event description:
Twelve hours following insertion of a temporary pacing wire, the patient development pericardial pain. An echo was performed which revealed that the wire perforated the patient's right ventricle. The patient is reported to be recovering.